Manufacturer narrative:
Device not yet returned for analysis. Investigation in process but not yet complete.

Event description:
It was reported that, "noticed tip of the screwdriver was broken off and teeth were twisted. No longer acceptable for surgical use."